Event description:
It was reported that the patient experienced persistent high glucose reported at 323 mg/dl despite correction deliveries on the ilet and noted moisture at the base of the pump; during troubleshooting a supply change was performed, the connector area showed a few drops of fluid, and it was clarified the short tubing had not been connected during fill, after which the user was guided to correctly fill the tubing and cannula. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a fluid leak consistent with a seal issue at the connector/coupler. Symptoms included irritability associated with hyperglycemia. Outcomes included no health consequences or lasting impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.